Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that they were unable to obtain a flat line ECG wave after a patient had passed away. There was no allegation of a failure to deliver therapy nor any allegation that the reported symptom had in any way influenced the patient outcome. The involved patient was reported to have passed away when the ECG observation was made by the users. The customer answered "no" to the question if there was any harm to the patient.

Manufacturer narrative:
Additional patient details were requested but unable to be provided. A philips field service engineer (fse) evaluated the device. The device passed all performance verification testing. During this reported event the defibrillator had been placed on the patient using ECG leads. Two ECG strips, 30 seconds apart, were provided to philips for review. These strips were generated when the device alarmed for "asystole". Both of the strips are approximately 10 seconds in duration and show a continuous asystole. The device passed all performance verification testing and remains at the customer site. There is no information that supports that a malfunction of the device occurred. The device produced two strips showing asystole, which is expected as the patient was known to have expired.